Event description:
It was reported that patient presented to the hospital after receiving multiple inappropriate therapies due to a sinus tachyarrhythmia with pre-atrial contractions (pacs) with conducted ventricular events.. The device was reprogrammed. Device remains implanted and patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.